Manufacturer narrative:
Received 1 inner box 450096/18k10u for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaints and samples to our supplier for their investigation and comments. A check of the production records of the concerned material/batch shows no documentation indicating a deviation. Customer and retain samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanism were activated. They were found to work properly and lock with audible click. The lock protectors were manually manipulated but the safety lock mechanism did not release back. Functional testing was performed. Move force, pull force between stopper + safety protector and hub + safety protector (after lock) and returned force (after lock) were all measured; all results were within specification. The complaint cant be confirmed.

Event description:
Customer states a needlestick occured. The phlebotomist tried to activate the device by sliding it back but it stuck, so she pulled the needle out of patient then stuck her finger. One other phlebotomist mentioned possible sticky activation.